Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements at 2.4 volts at 0.4 milli seconds one week post operation due to lead dislodgement which was confirmed via computed tomography, that showed in the apex of the heart. This rv lead was surgically repositioned and remains in service no additional adverse patient effects were reported.